Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the suction bottle float was stuck and the suction bottle valve was blocked. The valve was unblocked and the float was reseated. No report of patient involvement. (B)(4).

Event description:
The hospital reported the suction unit was not functional. There was no report of patient involvement.